Manufacturer narrative:
Additional information: b1, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0212-eo - general warnings and safety notices ¿ read this first - 3. Failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used 15. Use only arthrex approved tubing accessories. Other accessories may result in decreased pressure accuracy. Contact your arthrex representative for a complete list of accessories. Do not modify any accessory. Failure to comply may result in patient and/or operating room staff injury. 16. The extension, patient, and/or outflow tubing must be replaced before each new patient and/or procedure. The most likely cause of reported failure is a user error, most likely reconnecting tubing that was disconnected, which may cause pump pressure monitoring errors, which may cause extravasation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, it was reported by an arthrex subsidiary employee via sems-07073150 that an ar-6480 pump fluid was flowing inside the patient during a knee procedure. The system began pumping an excessive amount of fluid into the patient¿s knee, causing significant swelling, approximately three times larger than the unaffected leg. There was 1600 ml of fluid inside patient, and only half of the fluid was removed. This occurred during use in a case.